Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side exchange of textured breast implants due to the patient¿s concern with the product and capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified deformation and crease fold. Weight measurement identified the weight of the device within specification, after autoclave cycle was observed: cloudy color in the gel. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side exchange of textured breast implants due to the patient¿s concern with the product and capsular contracture, baker grade IV. Device was explanted.